Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate form of insulin therapy. The customer's blood glucose (bg) level was "high"; specific value not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the elevated bg; however, no response was received from the customer.